Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that the device was getting hot during a procedure. They used another unit to complete the procedure. There was no medical intervention required and no delay in the procedure.